Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿area not clean before starting pd therapy¿. It was unknown if the patient was hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with injection cefazolin (1 gram, once a day, given [ip] intraperitoneally) and injection ceftazidime (1 gram, once a day, given ip). The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapy and the treatments with antibiotics were ongoing. The outcome of the peritonitis event was unknown. No additional information is available.